Event description:
It was reported that the customer experienced issues with their device, as it required charging more frequently and the top button was not responsive unless pressed multiple times to turn on. Additionally, the screen's sensitivity had decreased, necessitating multiple attempts to unlock the device. There was no adverse impact to the customer's blood glucose level. No further troubleshooting was requested or actions taken beyond documenting the issue.